Manufacturer narrative:
The device was received for evaluation. During functional testing, a constant upstream occlusion error was not reproduced. A review of the event history log revealed "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h10 device evaluation included a visual assessment as well as functional testing. During evaluation, the device had low audio. The cause was identified to be a detached speaker from the rear case which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.